Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced foreign matter. The following information was provided by the initial reporter, translated from chinese to english: on the morning of (B)(6), when the catheter maintenance was flushed and sealed, foreign objects were found in the extension tube.

Manufacturer narrative:
D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
(B)(6) hospital. On (B)(6) 2023, the head nurse performed indwelling needle infusion treatment for the patient. On the morning of the (B)(6), when the catheter maintenance was flushed and sealed, foreign objects were found in the extension tube. The hospital hoped that our company would investigate and clarify the composition of the foreign body, draw attention to it, avoid such a situation from happening again, find out the reason and give a reply.

Manufacturer narrative:
The customer returned 1 photo and 1 actual sample. The photo shows that a foreign matter in a strip inside the extension tubing. The sample shows: the sku is 383055, the batch code is 2237198 or 2347399, the length of foreign matter inside the extension tubing is about 3cm, light yellow, please see attachment (B)(4) for the photos. The sample is sent to bd r&d laboratory for ftir testing of the foreign matter, please see attachment (B)(4) for the test report. The infrared spectrum of the foreign matter has the highest correlation coefficient with the linseed oil gel film/tbz/csi in the database. The foreign matter is located in the fluid pathway, not adhered to the wall of the extension tubing, and the foreign matter is between liquid and solid. DHR/bhr review (lot #2237198): this batch of products were assembled at intima ii auto line 4 in september 2022, and packaged at r240 package line in september 2022. Work order quantity was (B)(4). Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. DHR/bhr review (lot #2347399): this batch of products were assembled at intima ii auto line 4 in january 2023, and packaged at cfs package line in january 2023. Work order quantity was (B)(4). Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. Cause analysis: analysis from the use process, the foreign matter was found in the extension tubing on the second day when flushing the tube, indicating that there was no abnormality in the initial use of the indwelling needle. Analysis from the composition, the infrared spectrum of the foreign matter has the highest correlation coefficient with the linseed oil gel film/tbz/csi in the database, while bd indwelling needles do not contain this component. Analysis from the location of the foreign matter, the foreign matter is located in the fluid pathway and not adhered to the wall of the extension tubing, so there are many possible sources of the foreign matter. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality found on process. No similar complaints have been received from other hospitals regarding this batch of products. Through the detection and analysis of the returned photos and the actual sample, it can be determined that the foreign matter in the extension tubing is not from bd indwelling needle, the specific source is unknown. The complaint trend will be tracked and monitored.